Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the therapy electrodes. The patient's physician prescribed a clotrimazole-betamethasone cream for the patient's irritation. During a follow up call, the patient reported that the irritation had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.